Event description:
The customer reported that the monitor failed to alarm vtach for a paced pt.

Manufacturer narrative:
The customer reported that the monitor failed to alarm vtach for a paced pt. The alarm logs from the attached central station show that there was a vtach alarm for this pt and it as acknowledged (silenced) at the central station. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).